Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report. Additionally, four unused sterile representative sample devices with the same part and lot number related to this product experience were returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Manufacturer narrative:
(B)(4). Four unused representative sample proglide devices with the same part number and lot number as the product experience were returned for evaluation. Each of the four proglide devices was functional tested resulting in acceptable results with each device functioning according to specifications no manufacturing or abnormal observations were detected. A root cause related to the product experience could not be determined based on the investigation findings from the four unused representative samples. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was advanced to the arteriotomy, the suture broke. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.